Event description:
It was reported the patient required relocation of his implantable neurostimulator (ins). It was stated the ins was 'close to the mid-line and was bothering the patient' and the device was scheduled to 'be moved to the buttock.' It was further stated the procedure was successfully completed on (B)(6) 2013. The patient was reported to have been doing 'very well' in regards to both his current state and therapeutic effect following the procedure. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3550-39, lot# n332669, implanted: (B)(6) 2012, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).